Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00474 on 26-dec-2019, and MDR 2432235-2019-00474-s1 on 4-feb-2020. A follow up urgent medical device recall (umdr) achc 20-05.a.us was sent to us customers and a follow up urgent field safety notice (ufsn) achc 20-05.a.ous was sent to ous customers in february 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment "19" and above, due to a cuvette defect allowing water bath to contaminate the cuvette. Customers were provided instructions to determine if they have impacted cuvette positions within a cuvette segment. If cuvette segments are identified on their analyzer(s) customers will be asked to contact siemens customer care center to determine additional actions to be taken prior to processing patient samples. MDR 2432235-2019-00472-s2, MDR 2432235-2019-00473-s2, and MDR 2432235-2019-00475-s2 were filed for the same event.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00474 on 26-dec-2019. An urgent medical device recall (umdr) achc 20-05.a.us was sent to us customers and an urgent field safety notice (ufsn) achc 20-05.a.ous was sent to ous customers in january 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment lots ending in "17" or "18" due to a cuvette defect allowing water bath to contaminate the cuvette. Customers will be instructed to replace all reaction cuvette segments on their atellica ch analyzer with a lot ending in "19" or above. Customers are also advised to review their inventory and discard all impacted cuvette segment lots in their inventory. No further evaluation of the device is required. MDR 2432235-2019-00472-s1, MDR 2432235-2019-00473-s1, and MDR 2432235-2019-00475-s1 were filed for the same event.

Manufacturer narrative:
The customer contacted siemens customer care center. Siemens headquarters support center (hsc) reviewed the data provided by the customer. Hsc found that the falsely elevated co2_c results were processed from reaction cuvette segment m. There was no indication of a reagent or calibration issue. The calibration was used to process both normal and falsely elevated results. The quality control (qc) using the calibration level yielded a high result of 38.0 mmol/l (typical recovery ~27 mmol/l). A replicate was processed from the same reagent well as the repeated qc that recovered normally as 25.2 mmol/l -- and both were based on the same calibration. The elevated result; however, was run from an edge cuvette position (220) of segment m. Assessment of other results from slot 12 did not show any subsequent elevated results. There were 27 other samples, including qc, processed from cuvette slot that yielded normal results. Conversely, those co2_c results processed from cuvette segment m continued to exhibit unexpectedly high co2_c (fig. 2). The data are not suggestive of a sample specific issue that would have contributed to the atypically elevated absorbance signal produced for tests using this cuvette slot. No patient sample was requested for investigation. The affected reaction cuvette segment was replaced, and no additional issues have been reported by the customer post the troubleshooting. The actions performed resolved the reported issue at the customer site. Siemens is investigating the issue further. MDR 2432235-2019-00472, MDR 2432235-2019-00473, MDR 2432235-2019-00475 were filed for the same event.

Event description:
Two discordant, falsely elevated carbon dioxide (co2_c) results were obtained on atellica ch 930 analyzer. The initial results were not reported to the physician(s). The samples were repeated using the another atellica ch 930 analyzer (serial number (B)(4)). The repeat results were considered correct and reported to the physician(s). The customer declined to provide the correct results for assessment. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c results.